Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am home from the surgery that went well') and adenocarcinoma of the cervix ('pathology found adenocarcinoma(cervical cancer)') in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have adenocarcinoma of the cervix (seriousness criterion medically significant). The patient was treated with surgery (essure removal, hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and adenocarcinoma of the cervix outcome was unknown. The reporter considered adenocarcinoma of the cervix and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, adenocarcinoma most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Reporter's information added. Product's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am home from the surgery that went well') and adenocarcinoma of the cervix ('pathology found adenocarcinoma(cervical cancer)') in an adult female patient who had essure inserted. The patient's medical history included uterine enlargement, menometrorrhagia and uterine fibroid. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have adenocarcinoma of the cervix (seriousness criterion medically significant). The patient was treated with surgery (total vaginal hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and adenocarcinoma of the cervix outcome was unknown. The reporter considered adenocarcinoma of the cervix and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, adenocarcinoma quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am home from the surgery that went well') and adenocarcinoma ('pathology found adenocarcinoma (cervical cancer)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have adenocarcinoma (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and adenocarcinoma outcome was unknown. The reporter considered adenocarcinoma and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, adenocarcinoma. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.